Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Concomitant medical product: 4480 lead, implanted: unknown; 4196 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole and was urgently transported to the hospital. The patient received six inappropriate shock during while in transport before a magnet was applied. The right ventricular (rv) lead was suspected of possible fracture. Lead integrity alert (lia) tripped for high impedance, oversensing, elevated sensing integrity counter (sic) and high rate non-sustained episodes, pacing inhibition, loss of capture, and noise artifacts. The lead was inactivated and remains in the patient. No further patient complications have been reported as a result of this event.